Event description:
Patient had delayed union of the hto and subsequent mal-union with collapse of the osteotomy and breakage of the distal hardware. This medial unicompartmental knee arthroplasty has remained intact and the patient doesn't have joint pain, but medial tibial pain and has recurrence of medial varus deformity. Therefore, the revision hto includes the increased difficulty to placing the osteotomy below a unicompartmental knee arthroplasty, revising a mal-union, removal of the hardware, grafting and fixation in this setting of scar tissue and prior surgery.

Manufacturer narrative:
No device evaluation could be performed since this device starts resorbing upon implantation.